Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was received but not investigated as data will not confirm the issue. Per doc (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The probable cause could not be determined via product.